Event description:
The patient presented to ed after aicd fired x 4 while at home. The patient states that she was feeling her usual self all day yesterday. She went to hemodialysis in the morning, then took a nap, and was about to go out when the aicd fired. She did not experience any chest pain or shortness of breath before the event. No recent changes in medications/diet/settings of aicd. As per patient, "the last interrogation was two months ago at the hospital, and the aicd was working fine at that time." In the ed, aicd fired x 2 more times. Interrogation showed possible tachycardia, but unclear rhythm. Setting adjusted/turned off. The patient went to ccu for monitoring and for interrogation in the morning by ep. The ICD was explanted and another generator implanted. A decision was made to upgrade her existing device to a crt-d, because of class iii chf and prolonged qrs. The sprint fidelis lead was capped and a new ventricular lead was implanted. The patient had a satisfactory outcome.====================== health professional's impression======================lead fracture====================== manufacturer response for lead, sprint fidelis======================no response at this time.